Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient no longer had hearing sensation with the device since (B)(6) 2019. There is no report of an accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer had hearing sensation with the device since (B)(6) 2019. There is no report of an accident or trauma. There was no reported intermittencies prior to the user losing all access to sound with the device. There was no swelling at the implant site reported. Device testing was also conducted with pressure but there was no change in the outcome. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but not received for investigation yet.

Event description:
The recipient no longer had hearing sensation with the device since (B)(6) 2019. There is no report of an accident or trauma. There was no reported intermittencies prior to the user losing all access to sound with the device. There was no swelling at the implant site reported. Device testing was also conducted while placing pressure but there was no change in the outcome. The recipient has been reportedly re-implanted. Despite requested, the concerned device has not been received for investigation.